Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was attempted using a proglide device with a 6f sheath after a distal superficial femoral artery interventional procedure. Reportedly, after the plunger was pushed in, it could not be removed. Proglide use was aborted with the footplate was stuck open. The device was pulled through the artery with the footplate open. After removal, it was noticed the anterior needle was stuck in the proglide device and the posterior foot had broken off the device. Ultrasound guidance was used in an attempt to locate the broken foot; the broken foot was not found. Controlled bleeding continued at the puncture site. Access was gained contralaterally and a covered stent achieved hemostasis in the rcfa. There were no patient complications noted. There was a two-hour delay in discharge due to prolonged observation. Follow up with the patient is scheduled. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported foot detachment was confirmed. The reported retraction problem with the plunger was not confirmed and was concluded to be related to the plunger pulled out of sequence. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The returned reported foot detachment appears to be related to the device pulled through the artery with the footplate in the open position. The returned device condition indicated the reported retraction problem with the plunger is related to the plunger pulled (step 3) instead of deployed (step (2) which is out of deployment sequence such that resistance was encountered as reported. The proglide is designed to be deployed sequentially as indicated with numbering on the device. The broken foot was reportedly not found with ultrasound guidance, thus, may have been left in the patient anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na